Event description:
Customer reports one incident of a blood leak on use #1 during patient treatment. Noted by a blood leak alarm and confirmed with hemastix. Estimated blood loss was 250 cc's. Treatment was resumed with a new dialyzer and new bloodlines without incident. Np patient injury or medical intervention reported.